Event description:
Customer reported an alarm related to an occlusion event; however, it did not cause any adverse impact on the customer's blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin administration. Further assistance was not required as there were no frequent or recurring issues, and the case was closed by technical support.